Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug eluting coronary stent system was advanced for treatment in a moderately tortuous coronary artery. However, during the procedure the stent dislodged when the device became in contact with the calcium in the coronary artery. The device was removed and no further patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug eluting coronary stent system was advanced for treatment in a moderately tortuous coronary artery. However, during the procedure the stent dislodged when the device became in contact with the calcium in the coronary artery. The device was removed and no further patient complications reported. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The device was crushed with another stent and dissection was stented across. The procedure was completed and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. The stent was not returned. The crimped stent outer diameter taken at manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy ii drug eluting coronary stent system was advanced for treatment in a moderately tortuous coronary artery. However, during the procedure the stent dislodged when the device became in contact with the calcium in the coronary artery. The device was removed and no further patient complications reported. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The device was crushed with another stent and dissection was stented across. The procedure was completed and the patient is stable.